Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was not reviewed because the device was out of warranty period.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope sn# (B)(4) had poor quality image. Po #(B)(4) was sent for repair. Hospital was notified to send po to (B)(4).

Manufacturer narrative:
Updated: sex, type of reports, if follow-up, what type?, additional MFR narrative. Corrected: evaluation codes. Evaluation conclusion code changed from (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7 mm extended length endoscope sn# (B)(4) had poor quality image. Po #240114640 was sent for repair. Hospital was notified to send po to schoelly imaging.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope sn# (B)(4) had poor quality image. (B)(4) was sent for repair. Hospital was notified to send po to (B)(4).